Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check te pad/adjust belt messages, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to recognize ECG or therapy electrode signals. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing frequent adjust belt and check te pad messages. It was also reported that the monitor case was damaged.